Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a dissection occurred. It was reported that the patient had gone into cardiopulmonary arrest the evening prior to the procedure. The target lesion was 90% stenosed and located in the left main. A ventricular assist device was utilized during the procedure, and the lesion was treated using three passes with the oad followed by balloon angioplasty. A fourth pass was performed with the oad, and a dissection was noted. Three stents was placed to resolve the dissection and a pericardiocentesis was performed. A chest tube was inserted and surgery was performed to repair the left main. The patient was admitted to the hospital and was discharged in stable condition after a few days.